Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Upon firing of the device, the clips were ejected due to the found condition of the jaw. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the first clip fired and then it would not fire again. The procedure was prolonged by an unknown amount of time. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)